Event description:
Boston scientific received information that this left ventricular (lv) lead was repositioned due to dislodgement. All measurements were in range after the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.